Manufacturer narrative:
The subject product has been received; however, due to the cv-19 closure impact of the evaluation lab, the evaluation of the physical sample has been delayed. A photo of the subject product was provided and confirms some unidentified foreign matter on the handle of the device. Based on the review of the provided photo, the identification and source of the foreign matter cannot be determined. When the sample has been evaluated and the investigation completed, a supplemental MDR will be submitted. This is the first reported complaint for foreign matter for the (B)(4) units manufactured in december of 2019.

Event description:
It was reported that immediately after opening the sterilized package, black foreign material was found on the capsure device. The device was not used. There was no reported patient involvement/ injury.

Event description:
It was reported that immediately after opening the sterilized package, black foreign material was found on the capsure device. The device was not used. There was no reported patient involvement/injury.

Manufacturer narrative:
The subject product has been received; however, due to the cv-19 closure impact of the evaluation lab, the evaluation of the physical sample has been delayed. A photo of the subject product was provided and confirms some unidentified foreign matter on the handle of the device. Based on the review of the provided photo, the identification and source of the foreign matter cannot be determined. When the sample has been evaluated and the investigation completed, a supplemental MDR will be submitted. This is the first reported complaint for foreign matter for the 640 units manufactured in december of 2019. This is an addendum to the initial emdr to document sample evaluation results. It was reported that immediately after opening the sterilized package, black foreign material was found on the capsure device. Based on the subject product evaluation the complaint is confirmed for the presence of small black particles visible on device handle. The particles appear to be consistent with black plastic. Manufacturing related potential sources have been identified. While the exact source could not be determined, based on the reported event and the returned sample evaluation, this event has been determined to be manufacturing related. Notification / awareness training was provided to appropriate associates. A review of the manufacturing records was performed and found that the lot was manufactured to specification.